Event description:
It was reported that, after the implant procedure, this implantable cardioverter defibrillator (ICD) exhibited non-cardiac signals on the right ventricular (rv) lead. Upon review, it was suspected air escaping from the header of this ICD. The physician opted to re-open the pocket, and the header was burped and the rv lead was re-inserted. Then all measurements were within normal limits. The product remains in service and no additional adverse patient effects were reported.